Event description:
Abscess: a 50 yr old male underwent an abdominal peritoneal resection of the pelvis. One sheet of seprafilm was placed at the pelvic peritoneal closure site on 10/23/98. On 10/29/98 it was noted that the pt developed an abscess. The reporting physician stated that catheter drainage was performed, however the pt has not yet recovered. This event was assessed by the reporting physician as possibly related to the use of seprafilm.